Event description:
Boston scientific (formerly guidant) received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Five years post implant, the patient had a type I endoleak identified. The patient declined treatment of his endoleak. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This endograft remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.